Manufacturer narrative:
Device not cleared in us, but similar device is available. The device was discarded by the customer. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ¿during surgery the anesthesiologist detected a loss of flow. She tried to discover the cause of this loss of flow but she didn´t find anything; the surgeon was able to finish the surgery. After surgery the anesthesiologist found out that the loss of flow was because of the ¿herniation¿ of the endotracheal [tube] inner lumen.¿ there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.